Event description:
It was reported by customer that the powerglide guidewire did not thread. Patient almost missed the pg placement due to guidewire locking out. Response received (B)(6) 2023. I don't have a lot number, and the only disruption was it nearly caused the clinicians to miss their stick attempt. They did however end up eventually successfully placing the device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned.